Event description:
The customer reports that the needle hub leaks.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. The needle showed evidence of use and no other components were returned. Visual and microscopic examination of the needle revealed several cracks in the introducer needle hub. The needle hub was tested for leaks by attaching a returned ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record review was performed on the needle hub and no relevant issues were identified. The customer report of a cracked needle hub was confirmed by complaint investigation. The returned introducer needle hub contained several cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle hub leaks.